Event description:
Catheter was oozing out blood after the session of dialysis-lumen "crack" in external area.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.